Event description:
It was reported via repair work order that the side rail drops quickly when unlatched due to damaged assist pulley. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.